Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum fill of 50 units. Customer reported an elevated blood glucose (bg) level of 325 (mg/dl) and delivered an injection to treat bg level. Although requested, no additional information was provided on the reported issue.